Event description:
Pt reporting her legacy pump sn (B)(4) is alarming for high pressure. No other info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: 99nkm, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.